Manufacturer narrative:
Sections d1 and d4: corrected. Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported pump stop event captured in the submitted log file. Review of the submitted log file also confirmed the reported driveline faults. However, the cause of these alarms could not be determined during the evaluation. (B)(6) was returned assembled with the driveline severed approximately 8¿ from the pump housing. The distal portion of the driveline was not returned. Upon disassembly, visual inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The returned portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection revealed breaches in the insulations of the red, brown, and black wires approximately 4¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned driveline segments were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red wire and either the brown or black wires made direct contact with the braided shield, the resulting phase-to-phase would have resulted in the low speed events and pump stops while the system was supported by battery power captured on the submitted log file the observed wire damage would not have contributed to the driveline fault events captured in the log file. The evaluation of the returned portion of the driveline could not conclusively determine the cause of the driveline fault alarms. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿, lists potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2020-05350 (short to shield). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive and was brought to the hospital. A driveline fault was shown on the display. Log files revealed driveline fault events throughout their history. The driveline fault detection circuitry data indicated that there was an issue with a conductor in phase a of the motor. Speed reductions and pump stopped events were recorded on (B)(6) 2024. These appeared to be brief and lasted a few seconds. Speed reductions and pump stopped events were recorded on (B)(6) 2024. These events may have lasted up to 1 minute and 41 seconds. These events indicated a phase-to-phase short as they occurred on battery power. This information also indicated that the short-to-shield matured into a phase-to-phase short. X-rays showed some shielding break down on the external part of the driveline. The patient underwent a pump exchange on (B)(6) 2024.